Event description:
It was reported that the patient who was implanted with this pacemaker developed a complete pneumothorax requiring chest tube placement. The pneumothorax reportedly resolved following chest tube insertion, and the chest tube was subsequently removed. No additional adverse health consequences were reported, and the device remains implanted.

Manufacturer narrative:
The product was not returned for analysis, as it remains in service. Based on the information available, boston scientific has concluded that there is no evidence of a device-related malfunction. Therefore, the most appropriate root cause classification is no problem detected.